Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that the stimulator wasn't working since yesterday. Pt mentioned the batteries were fine and the implant was showing 100% while the controller battery was at 80%, but their stimulator wasn't kicking on. Pt stated the stimulator wasn't working yesterday but they were not getting any discomfort, so they waited overnight pt said they tried to recharge the implant a while ago, but the stimulator still wasn't kicking on, and nothing happens in their stimulator. Agent had pt disconnect the recharger and unlock the controller. Pt confirmed the group b was highlighted in green and program 1 was set at 0.0. Pt mentioned they had been using group b and never touched the intensity for 4 years. During the call, pt tried to increase the intensity up to 3.8, but pt still couldn't feel anything. Agent had pt set the intensity on group b back at 0.0 and switch to a different group. Pt switched to group c and the intensity was at 2.9 however, pt was hesitant to increase the stimulation, so agent redirected pt to the hcp and mdt rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports that after talking with customer service, pt tried the process again and it solved the stimulation issues. Pt reiterates the issue was resolved and customer service was very patient and helpful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.